Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support, experienced a hematoma, and later expired. The patient was brought to the catheterization lab where the left main artery was found to be 99% occluded. The physician elected to place an impella pump for hemodynamic support. The impella cp was placed to the right femoral artery without an issue. Percutaneous coronary intervention was completed with a drug-eluting stent in the left anterior descending to the left main. Post impella and stent placement, the patient suffered a respiratory code. Cardiopulmonary resuscitation was performed. The patient was intubated and return of spontaneous circulation was achieved. The left femoral artery was accessed to determine if the stent was patent, and it was patent. Impella placement was rechecked with satisfaction. The patient was transferred on support to another hospital. Upon arrival, echocardiogram was completed and the physician was happy with the impella placement. However, oozing from the groin was noted and was resolved with manual pressure. The following day, an echocardiogram was completed and showed an ejection fraction of 40% and good impella position. Distal pulses were present. However, a decrease in urinary output was noted, and the patient had been spiking fevers. Computer tomography scan showed a retrocolic hematoma. Treatment to address is unknown. Over the next days, the impella position was noted to be optimal with appropriate flows and distal pulses present with doppler. However, the patient would expire on the fourth day of support. At one point, the patient was deemed not a candidate for escalation, and the family decided to withdraw care.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding is determined to be patient movement. The patient was transferred by flight to ormc and bleeding was resolved by manual pressure.